Event description:
It was reported that there was noise observed on a specific stored ventricular episode of this cardiac resynchronization therapy defibrillator (crt-d) device. The noise was present on the right atrial (ra) pace, right ventricular (rv) pace and rv shock channels and was oversensed by the device resulting in pacing inhibition with asystole greater than two (2) seconds observed. Boston scientific technical services (ts) indicated that the noise is very rhythmic and noted that they cannot determine definitively if there is intrinsic conduction occurring in this episode. Ts asked the boston scientific representative (rep) if they know what the patient was doing at the time of the event. The rep stated that they did not know and noted that the patient was seen just a few weeks prior and the device checked out fine at that time. The rep indicated that they will reach out to the clinic to discuss the issue further. The device remains in-service. There were no adverse patient effects.